Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was incorrectly interpreting signals. The monitor was recording episodes as atrial fibrillation, when in fact it was junctional rhythm. The physician elected to explant the device on (B)(6) 2021. The patient was stable.